Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas 6000 e 601 module and requested an investigation. The sample was submitted for investigation where discrepant results were identified for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) between the customer's e601 module, the centaur method and a cobas e801 module used at the investigation site. The customer had reported the initial results outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for the tsh results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e601 module was not provided. The e801 module serial number was (B)(4). The ft4 ii reagent lot number and expiration date used at the customer site was not provided. Calibration and qc at the investigation site was acceptable. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.